Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e mail that the insulin pump alarmed motor error and random no delivery alarms. Customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting was declined by customer. No further information was given.